Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the desktop charger (dtc) connector pin broke off inside of the implantable neurostimulator recharger (insr). The patient stated that her stimulation was off because she was unable to charge the implantable neurostimulator (ins). Troubleshooting could not be performed due to lack of access to the product. This was not considered to be an out of box failure. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was updated.